Event description:
It was reported that the patient implantable pulse generator (ipg) was poking outward and not positioned flush against the skin. Patient was doing great postoperatively. The patient underwent ipg revision procedure. Device will not be sent back as facility kept device.